Manufacturer narrative:
Product complaint # (B)(4). This report is for an unk - screws: fns locking/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/ investigation. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. The product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, the patient underwent for a surgery. The surgery was completed successfully without any surgical delay. After the surgery, on an unknown date, the patient fell and had a subtrochanteric fracture. The fracture has occurred from around the locking screw of the fns. It is unknown that whether this fracture was caused by the implants. No further information is available. Concomitant devices reported: unknown fns screw (part# unknown, lot# unknown, quantity unknown). This complaint involves two (2) devices. This report is for one (1) unk - screws: fns locking. This is report 2 of 4 for (B)(4).